Event description:
It was reported to philips that the device is facing therapy failure, faulty capacitor issue. There was no report of patient involvement.

Manufacturer narrative:
Customer requesting to order a replacement therapy capacitor with no evaluation. The customer was shipped a replacement therapy capacitor. The device remains at the customer site and no further evaluation is required at this time.